Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2zj0x); product type: 0200-lead; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the manufacturing representative (rep) called after the case to report the event. They reported they were doing a lead and battery replacement today when they had impedance issue on all contacts. The rep said all contacts were yellow. They reconnected the old implant to the new lead and two of the contacts were still yellow. The rep said the doctor wanted to try another implant for troubleshooting so they connected another new ins to the lead and all contacts were still yellow. The rep said the patient had good motor response so the doctor closed up. In post-op the patient felt the stimulation on all contacts.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was returned due to an out of box failure.

Manufacturer narrative:
Continuation of d10: product ID: 3058, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: implantable neurostimulator. Product ID: 978b128, serial#(B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: 97800, serial# (B)(6), implanted: (B)(6) 2025, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The patient did not pass the impedance check (it was yellow not red) after we attached the battery. We checked the lead and had responses, we reattached the original battery to the lead and passed half the impedance check (yellow not red) and reattached the new battery and consistently failed the impedance check. We tried to troubleshoot for a very long time (I tried to call technical support but could not get a cell service in the or) and could not resolve the issue so the doctor requested a new battery. The patient failed the impedance check again (yellow not red). We closed and I was able to program the patient at a low amplitude. I followed up with the patient a week later and they passed the impedance check, the system can be programmed like normal. The most likely cause of the issue was swelling or scar tissue from the previous system being removed. The issue was resolved with time

Manufacturer narrative:
Product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Continuation of d10: product ID 3058 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: implantable n eurostimulator, product ID: 978b128, lot# va2zj0x, implanted: (B)(6) 2025, product type: lead product ID 97800, serial# (B)(6), implanted: (B)(6) 2025, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances issues were unknown, but they said it was perhaps scare tissue from the previous lead. The issue was resolved by programming the patient working with the impedance that exists.